Manufacturer narrative:
(B))(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed due to the unit having no voltage. Share data log was reviewed and a failed transmitter error was not observed as there was no data available. The reported customer complaint was not confirmed. The root cause could not be determined post investigation.